Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) of 389-390 mg/dl and moderate ketone levels of 45 mg/dl; cause was due to cgm inaccuracy resulting in insulin suspension. Customer administered a manual injection to address bg level. Reportedly, customer was nauseous, vomiting, and subsequently admitted into the emergency room (ER). Customer was treated with intravenous saline and insulin fluids. The customer was released from the hospital on the same day, (B)(6) 2022, with the issue resolved. Customer did not sustain any permanent damage. At the time of the event, no issues were observed with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use.